Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What medical/surgical intervention was provided? No intervention needed. Continued to open suture until working suture was utilized and case closed. What is the condition of the patient? Patient is fine. Events reported via: 2210968-2022-01910, 2210968-2022-01912, 2210968-2022-01913.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, while closing the uterus the needle popped off multiple sutures before finding some to complete the closure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01910, 2210968-2022-01912, 2210968-2022-01913.